Manufacturer narrative:
Concomitant medical products: product ID: mcs-p3-31-aoa-us, product type: valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high and unstable thresholds with phrenic nerve stimulation and diaphragmatic stimulation. The physician was unable to program around the stimulation and high output. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.